Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues were observed. Extracted data using approved software and sensor was found to be within specification. Sensor plug was fully seated in mount. Removed sensor plug assembly - no failure mode was observed. Re-programmed the returned sensor to perform sim-vivo testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving an error message on his adc freestyle libre sensor after seven days of wear. He further reported that on (B)(6) 2017 he received the error message and due to this he did not treat himself with insulin and subsequently experienced hyperglycemia. Customer self-presented to his healthcare provider on (B)(6) 2017 and was treated with an insulin injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in MFR. Date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message on his adc freestyle libre sensor after seven days of wear. He further reported that on (B)(6) 2017 he received the error message and due to this he did not treat himself with insulin and subsequently experienced hyperglycemia. Customer self-presented to his healthcare provider on (B)(6) 2017 and was treated with an insulin injection. There was no report of death or permanent injury associated with this event.